Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced bent tubing event on (B)(6) 2025. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). No further information available.